Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse impact to the customer's blood glucose level. Customer was able to reload cartridge to resolve multiple instances; however, a new cartridge needed to be loaded to resolve current issue.